Event description:
It was reported that during follow-up, an alert for long charge time was observed. Patient was asymptomatic. A manual capacitor maintenance was attempted and the alert was again observed. The device was explanted and replaced. Patient was stable.

Manufacturer narrative:
The reported extended charge time was confirmed in the laboratory. The device was tested on the bench and no anomaly was found. The hv capacitors were returned to the manufacturer for further analysis and an anomalous hv capacitor was noted as the cause of the reported extended charge time.